Manufacturer narrative:
E1.initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured for 30 seconds upon first inflation. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.